Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was placed in a st-segment elevation myocardial infarction patient. The patients condition prompted transfer to a tertiary center via medical flight. During the automated impella controller (aic) to aic transfer, the pump failed to be detected. The pump malfunction/stop prompted the pump to be explanted after eight hours and the patient was medically managed while decisions were made for an impella 5.5 or an impella rp support placement.

Manufacturer narrative:
The investigation of pump did not start has been completed. Impella cp returned for evaluation. No abnormalities observed upon visual inspection. Pump electrical was all within spec. Pump was connected to console and was able to run at p-6 without issue for approximately 2 hours. No alarms were triggered. No data logs were returned for evaluation. Clinical details noted that during console to console transfer after patient transferred hospitals, when pump was connected to new console, an "impella defective" alarms was triggered. Troubleshooting was attempted on 3 consoles without success. Decision was made to explant pump. The cause of the pump did not start could not be definitively determined as no logs were returned for evaluation and issue did not reproduce with returned pump.